Event description:
Info received indicates the brake will not hold.

Manufacturer narrative:
The tech found the rocker arm was broken and the brake caster was damaged. The technician replaced the connecting rod, rocker arm, and brake caster to repair the stretcher.